Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. System is operating as intended.

Event description:
Customer physicist noted a discrepancy in boost mode x-ray output. No patient injury was reported.